Event description:
The hospital reported intermittent audible alarm issue when turning on the unit. The unit was restarted and case started without issue. There was no patient injury.

Manufacturer narrative:
Ge healthcare as investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.